Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue was verified during our evaluation. It was found that the monitor board was at fault and was replaced to remedy the issue. The board was scrapped. Evaluation of the monitor board found defective diode and integrated circuit. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.